Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
In this case the customer reported a patient management issue. A patient death has been reported.

Manufacturer narrative:
The problem was evaluated remotely by a response center employee (rce) and found that it is not possible to close this episode and delete it because once created, they would need to close the record and disable it. The customer indicated that they did not want to keep the record and close it because that would warrant the generation of an mrn number which they do not generated for fetal demise. The rce provided the information that in this case the customer would have to provide an mrn, real or placeholder (dummy) in order to be able to close the episode. The device remains at the customer site. Since this product is software only, no parts have been exchanged. Please note, the involved intellispace perinatal (isp) was not a factor in the fetal demise nor was this alleged. It was only requested how to handle the accidental opened episode for the demised baby in isp. There was no malfunction of isp. This was a user workflow issue involving the record only. The customer was provided with information regarding how to close and disable the record. No further investigation or action is warranted.